Event description:
This report is based on information provided by philips remote service engineer (rse), the site biomedical engineer, and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that when the device is disconnected from the network, it turns off. Available details indicated that the external power supply failed. However, the customer was informed that service could no longer be completed on the unit as the device had reached the end of life (eol). The heartstart mrx device and all associated service/support were discontinued on (B)(6) 2022. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported issue was caused by a defective external power supply. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.